Event description:
Covidien, formerly tyco healthcare, received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the device in for evaluation. The customer isolated the reported problem of no audio to the main pcb by swapping with a good known speaker. If additional info is made available, a supplemental report will be submitted. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.